Event description:
Reportedly, multiple oversensing episodes were recorded in device memory since implantation (in 2013). Ventricular sensitivity was reprogrammed from 0.4 mv to 0.6 mv during last follow-up. The physician would like to know how many charges of the capacitors took place because of the oversensing and what is the remaining longevity. Recommendations requested. Preliminary analysis suggests that noise oversensing was probably originated from emi (electromagnetic interferences).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, multiple oversensing episodes were recorded in device memory since implantation (in 2013). Ventricular sensitivity was reprogrammed from 0.4mv to 0. 6mv during last follow-up. The physician would like to know how many charges of the capacitors took place because of the oversensing and what is the remaining longevity. Recommendations requested. Preliminary analysis suggests that noise oversensing was probably originated from emi (electromagnetic interferences).